Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient developed tmj issues due to misalignment in her bite after treatment with aligners.